Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / chronic pelvic pain'), genital haemorrhage ('bleeding') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 676716) inserted for female sterilisation. The patient's medical history included vaginal haemorrhage, menses irregular, loss of interest, post coital bleeding, hot flushes, night sweats, mood swings, fatigue, irritability, stomach cramps, heavy periods, headache, fatigue, general body pain, depression, abdominal pain, low back pain, perineal pain, right lower quadrant pain, constipation, adenomyosis, hernia and multiple caesarean sections. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (bilateral corneal wedge resection with essure removal, operative laparoscopy, lysis of adhesions). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and uterine haemorrhage outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: tubal occlusion documented.. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records : abnormal uterine bleeding, bleeding, pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / chronic pelvic pain'), genital haemorrhage ('bleeding') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 676716) inserted for female sterilisation. The patient's medical history included vaginal haemorrhage, menses irregular, loss of interest, post coital bleeding, hot flushes, night sweats, mood swings, fatigue, irritability, stomach cramps, heavy periods, headache, fatigue, general body pain, depression, abdominal pain, low back pain, perineal pain, right lower quadrant pain, constipation, adenomyosis, hernia and c-section. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (bilateral corneal wedge resection with essure removal, operative laparoscopy, lysis of adhesions). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and uterine haemorrhage outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: tubal occlusion documented. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records : abnormal uterine bleeding, bleeding, pain. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.